Event description:
It was reported that this right ventricular (rv) lead was explanted due to it got damaged during a therapy upgrade procedure. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it got damaged during a therapy upgrade procedure. A new lead was successfully implanted. Dthe device is not expected to return for analysis. No additional adverse patient effects were reported.